Manufacturer narrative:
Investigation summary: product inquiry stated the tibial nail, standard t2 tibia ø8x330 mm and the guide wire, ball-tipped, sterile t2 tibia ø3x800 mm to be the subject products. No further associated products were reported. A physical examination could not be carried out as the devices were not returned to stryker kiel. A review of the device history records revealed no discrepancies. The items reported were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The 8mm tibial nail is not intended to be inserted over a guide wire, ball-tipped ø3x800 mm. The t2 tibial surgical technique clearly warns that the ¿8mm tibial nails cannot be inserted over the 3 × 800mm ball tip guide wire (1806-0080s). The ball tip guide wire must be exchanged for the 3 × 800mm smooth tip guide wire (1806-0090s) prior to nail insertion. Use the teflon tube (1806-0073s) for the guide wire exchange.¿ based on the above facts it can be ascertained that the root cause was not related to a deficiency of the devices, but was rather linked to an inadequate handling (deviation from surgical technique) by the user. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the 3 x 8mm ball tip is coming out of the 8mm tibial nail. Left tibia case.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the 3 x 8mm ball tip is coming out of the 8mm tibial nail. Left tibia case.